Manufacturer narrative:
H2: correction h6: medical device problem code - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient stated the cgm app did not alert her that she was low and continuing to drop. She uses the g6 app on her android phone as her display device with the sensor also connected to insulet omnipod 5. At around 2 am, her fiancé notice she was stiff, sweating and started having seizure and became unconscious. The fiancé saw cgm reading was low. He tried giving her sugar but she was not swallowing anything and he called emergency medical services (ems). Ems came and took a bg reading of 24 mg/dl. There was information on what was the cgm at this time. The report says ems gave her "5 rounds of glucagon IV drip." The cgm was low bias inaccurate at that time (the bg was documented at 120 mg/dl and cgm was 42 mg/dl). At the hospital her cgm reading was 286mg/dl blood glucose was 189 mg /dl. She does not know what medication was provided to her at the hospital. She was discharged same day. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available